Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin for several hours, ate a meal, experienced rising blood glucose, and later reported hyperglycemia with a peak around 347 mg/dl; the user subsequently changed the infusion site and insulin delivery resumed, after which glucose trended down from 283 mg/dl to 234 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included self-management without outside assistance or medical intervention. Investigation included review of alerts, guided disconnection and tubing fill to confirm insulin flow, and assisted infusion set change to a new site. Investigation of this case revealed no device alerts for prolonged hyperglycemia, visible insulin drops at the tubing tip indicating flow, and an intact cannula and infusion set upon removal, with glycemic improvement after site change, which is consistent with hyperglycemia of unclear cause potentially related to insulin interruption and site performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.